Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: it is likely that vertical noise was generated due to ccd failure. A device history record review revealed vertical noise due to charge-couple device failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, that the subject device exhibited vertical noise on its image. There was no patient involvement.